Manufacturer narrative:
(B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -13.5/1.0/090 (sphere/cylinder/axis) implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. The reporter stated that the vault became normal. Ac is deep and patient is doing good.